Manufacturer narrative:
Section a: dob could not be provided manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death is unknown. The death was not device related.